Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The device was not able to fire. A component of the device broke off but not into the patient cavity. There was also a problem with the articulation of the reload. The case was completed using a new device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.